Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin squirted from their tubing during the priming process. The customer's blood glucose at the time of call was 348 mg/dl. During troubleshooting, the customer was able to rewind; however, the rewind process kept occurring in a loop. The status screen would not exit the "rewind complete/bolus delivery" loop. The priming process could not be completed. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify prime/fill anomalies due to motor error alarm.